Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main half-height 3.1 failed and was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height 3.1 failed and was not detected on the bus. No row board communication light was showing on the controller card. A field service engineer replaced the retractor band and row board cable with no improvement. The fse determined that the module controller card had failed and replaced it to resolve the issue. The storage space was configured and tested the device functionality after rebooting the device. The system functioned as intended after the field service engineer repaired the device.